Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in clinic for follow up. The device exhibited post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a real-time egm. Programming changes were made during the device check.